Event description:
It was reported by repair work order that the fowler would not function and the CPR manual release was not working. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.

Manufacturer narrative:
Customer had disassembled the bed prior to the stryker service technician's evaluation of the product.